Event description:
According to the rptr, another health care professional opened the package and removed the syringe. Upon pulling back on the plunger, the health care professional noted a "chunk of dirty plastic." According to the rptr, the plastic piece is approx 1 inch square. Reportedly, the package was sealed. No pt involved.